Event description:
The doctor was unable to obtain a pressure waveform on the monitor. The iab was not returned to datascope for evaluation. (Event complications: unknown - reported 05/30/97.) (Pt's current status: unk-rpt'd 05/30/97.)